Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced high blood glucose of 528mg/dl. It was reported that sensor glucose value was 262 mg/dl and blood glucose value was 196 mg/dl and then went up to 528 mg/dl. It was reported that they had a bent cannula. It was reported that the high blood glucose was treated with manual injections. Insulin pump will not be return for analysis.